Event description:
Event description boston scientific crm received information that during an implant procedure, the 4087/263162 lead was attempted and removed due to placement difficulty after twelve attempts to postition in the atrium. The 4086/235749 lead was also attempted in the atrium, and removed due to patient condition. Later, at one day post-implant, the 4087/262407 atrial lead exhibited sub-optimal sensing and the 4088/222987 right ventricular lead had dislodged. In a revision procedure, the 4088/222987 right ventricular lead could not be repositioned due to a stuck helix, and was explanted and replaced. No adverse patient effects were reported.